Manufacturer narrative:
Further investigation determined the issue was resolved by the service actions. Trending was performed for this type of event and the frequency of complaints and no abnormal trend was identified.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated they had an ongoing issue with questionable ca2 calcium gen. 2 results. Data was provided for one patient sample. The original result was 6.5 mg/dl with a data flag. As the result was critical, the analyzer automatically repeated the sample and the result was 6.9 mg/dl with a data flag. This result was reported outside of the laboratory. Additional testing was ordered for the sample and the calcium was repeated with a result of 9.4 mg/dl. The laboratory staff caught the discrepancy and called the doctor. A corrected result was sent on (B)(6) 2017. The patient was not adversely affected. The reagent lot number was 25724301 with an expiration date of 31-aug-2018. The field service representative determined there was contamination in the system. He replaced the gear pump head and adjusted the pressure. He replaced several rinse and vacuum lines and decontaminated the system. Calibrations, qc, precision were performed.